Event description:
Customer reported an incident with effluent scale alarms, bag volume incorrect. The pt was in continuous veno-venous hemodiafiltration (cvvhdf) mode at the time of this incident. The effluent scale alarmed eight times in a two hour period, before the pt's blood was returned and the treatment was terminated. The pt died a few days later as a result of other non-related complications. There was no blood loss reported.